Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred and that the pump battery was depleting quickly. There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.